Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the p-waves on the right atrial (ra) lead measured below the normal range. Unipolar programming was also showing increased undersensing and measured the p-waves inaccurately. There was far field r-wave (ffrw) oversensing occurring. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.